Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the issue started before the patient enter the room. The error re-occurred but the customer was able to finish the case.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced cable to resolve the issue. The system was verified and ready to use. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that the system has had two non-recoverable faults. The technical service engineer (tse) reviewed the logs confirmed error 17. Upon touching the cable and it turned red and system hard faulted again. Tse had her hard power cycle the system and reseat the cable at both ends for the system to come up with blue. Tse could see 30 faults in the logs recurring. The procedure was unknown how it was completed.